Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a percutaneous transluminal intervention was being performed in the left posterior tibial artery, heavily calcified lesion. During advancement of the ht winn guide wire, without resistance, this guide wire was inside or outside the true lumen (the operator was unsure), and the tip separated. Heparin was provided per standard protocol. The separated tip remains in the sub-intimal layer of the pre-existing and previously occluded vessel. Reportedly, no treatment was provided due to this issue. There was no clinically significant delay due to this issue. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported tip detachment. As reported, the separated tip remains in the sub-intimal layer of the pre-existing and previously occluded peroneal vessel. The noted multiple bends on the core likely occurred due to handling or during packing for return analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.